Event description:
The account alleged that the foot brake casters were not holding. No pt injury reported.

Manufacturer narrative:
The technician replaced the brakes with a brake upgrade kit to resolve the issue.